Manufacturer narrative:
Device evaluation: the pump was returned and evaluated by product analysis on 08/19/2016 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. During a visual inspection of the pump, the battery compartment was observed to be cracked. During testing, the bolus button did not respond properly to user presses. The bolus button cover was removed, an the internal button slug was observed to be missing. (B)(4).

Event description:
The pump was returned for investigation. Investigation revealed a cracked battery compartment and bolus button issue. This report is made based on results of investigation completed on 08/19/2016.